Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient noted the reported meter would not power on when the test strip was inserted into the test strip port; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. One month afterwards, the patient claimed her blood glucose levels were "uncontrolled", and she experienced the symptoms of headache and blurred vision. The patient received the treatment of an increase to her insulin regimen. The patient manages her diabetes with insulin and the oral diabetes medication metformin. Troubleshooting revealed the pump would power on successfully with the power button, and that the patient's test strips were correct. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue, and she received treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.